Manufacturer narrative:
Section d4 and h4: additional information manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. This type of event has been previously investigated. Quality data reviews are conducted on production and post production signals to evaluate specific business areas and products and ensure the effectiveness of these business areas and products including conformity to product requirements. This is done by periodic review of key performance indicators and objectives. Qdr information, as applicable, feeds into CAPA requests. A specific cause for the reported infection could not be determined through this evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate 2 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section b5: the onset of the patient's infection in 2016 is reported within MFR report number 2916596-2019-03186. The patient's most recent admission and discharge mentioned is reported within MFR report number 2916596-2019-03188.

Manufacturer narrative:
Approximate age of device, 4 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient has had multiple admissions since 2016 for infection. Multiple cultures done over the years, resulted in staphylococcus aureus, staphylococcus epidermidis, mycobacterium chelonae, and finegoldia magna, in which interventions included multiple trials of intravenous (IV) and oral antibiotics. On (B)(6) 2019, the patient underwent a driveline revision. The patient has known issues with compliance of both. Most recent discharge on IV tigecycline. The patient is not a candidate for a pump exchange or transplant. No additional information was provided.